Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asdzs0022 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during removal, the safety mechanism could not be activated. Patient status/ intervention: remove need in unsafety way.

Event description:
It was reported that during removal, the safety mechanism could not be activated. Patient status/ intervention: remove need in unsafety way.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inability to activate the safety mechanism was confirmed and the cause was determined to be use related. The product returned for evaluation was a one 22ga x 0.75" safestep safety infusion set. The returned product sample was evaluated and the needle was observed to be bent approximately midway between the safety plate and the huber bend. The following observations were noted during the sample evaluation: ¿ usage residue was seen on the sample which proved that the product had experienced at least some use ¿ the bend in the needle had occurred away from the needle base which can be caused by device manipulation during/following port access ¿ the needle tip was barbed suggesting contact between the needle and port base the safety mechanism was successfully activated; however, resistance was encountered when advancing the safety sleeve past the bent region of the needle. Force applied at an angle to the needle axis, or if the needle is not inserted perpendicular into the port septum, can lead to bending of the needle shaft. It is advised to verify that the needle length is correct based on port reservoir depth, tissue thickness and the thickness of any dressing beneath the bend of the needle; if too long, needle and/or port may be damaged at insertion. Additionally, avoid excessive manipulation once the needle is in the port. No potential damage related to the manufacturing process was noted on the complaint sample. H3 other text : evaluation findings are in section h.11.